Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that wake button was "sticking" and that the usb cable no longer charged the pump. Customer confirmed that an alternate cable does charge the pump. In addition, it was reported that the battery was depleting quickly and that customer had difficultly installing the cartridge on the pump. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.